Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of reported issue could not be determined since the device was not returned for evaluation. Olympus will continue to monitor field performance for this device. H3 other text : device not returned.

Event description:
The customer reported that the wireless footswitch failed upon initial use. It would not pair with the subject device or go into standby ready mode when the button was pressed. There was no patient or user injury reported due to the event. This report is being submitted for the soltive premium superpulsed laser system (tfl-pls) under the medwatch with patient identifier (B)(6). The tfl-afswl (tfl laser footswitch ¿ wireless) was submitted under manufacturer report number: 3003790304- 2022- 00354.